Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not properly communicate with batteries) has been confirmed. As received, the monitor would not communicate with the battery packs. Upon eval, the u1003 pld component on ca board sn (B)(4) was suspected to be defective. The cause of the inability to properly communicate with the batteries is the suspected defective pld component. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) rep returned a monitor indicating battery communication issues. The pt was issued a replacement monitor.